Event description:
The patient reported no longer being able to derive benefit from the implant. It was determined that the device may not be functioning according to manufacturer's specifications. The family and surgeon determined that the device should be explanted and a new device reimplanted. Explantation/reimplantation surgery had not been scheduled as of the date of this report. The health care professional has been informed that the explanted device should be returned to cochlear corp.